Manufacturer narrative:
The device history record review could not be performed as the batch number of the device is unknown. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. The reported patient hemorrhage, vessel perforation, stroke, and death are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported in a literature article that a guidewire (subject device) was used to catheterize the left posterior cerebral artery during angioplasty to treat a patient with symptoms from a distal vertebral artery stenosis. During this maneuver, the distal tip of the subject device entered a perforating artery of the left p1 segment. It was impossible to retrieve the subject device despite many attempts over 15 minutes. Intra-arterial nimodipine was administered. Control angiography showed no bleeding at this time. A balloon was placed in front of the perforating artery where the first subject device was stuck. With balloon inflation and additional maneuvers, the subject device was finally retrieved. Immediate angiographic control showed extravasation in the posterior fossa. The balloon was inflated immediately for 5 minutes, but just after deflation, bleeding restarted. Thirty minutes were necessary to stop the bleeding. The final angiogram showed no pseudo-aneurysm. The patient was not extubated and CT at 24 hours showed extensive brainstem ischemic lesions. The patient died on day 4. After the intervention, the endovascular material was inspected and showed a vascular structure stretched and attached to the distal, screw-like segment of the subject device tip. It was not possible to separate the vessel from the subject device and the material was not sent to pathology.

Manufacturer narrative:
Event date: the exact dates of the cases presented in the literature article being reported are unknown. Complaint #2: the literature article reviewed the cases of two patients. Both patients suffered from various complications as a result of the procedures. This is report 2 of 2, covering the second patient. Refer to (B)(4) for report 1 of 2. The literature article "darsaut_interventionalneuroradiology_2014" is too large to attach to the record. A copy of the article is with sanda dracic (reporting contact). The subject device is not available.

Event description:
It was reported in a literature article that a guidewire (subject device) was used to catheterize the left posterior cerebral artery during angioplasty to treat a patient with symptoms from a distal vertebral artery stenosis. During this maneuver, the distal tip of the subject device entered a perforating artery of the left p1 segment. It was impossible to retrieve the subject device despite many attempts over 15 minutes. Intra-arterial nimodipine was administered. Control angiography showed no bleeding at this time. A balloon was placed in front of the perforating artery where the first subject device was stuck. With balloon inflation and additional maneuvers, the subject device was finally retrieved. Immediate angiographic control showed extravasation in the posterior fossa. The balloon was inflated immediately for 5 minutes, but just after deflation, bleeding restarted. Thirty minutes were necessary to stop the bleeding. The final angiogram showed no pseudo-aneurysm. The patient was not extubated and CT at 24 hours showed extensive brainstem ischemic lesions. The patient died on day 4. After the intervention, the endovascular material was inspected and showed a vascular structure stretched and attached to the distal, screw-like segment of the subject device tip. It was not possible to separate the vessel from the subject device and the material was not sent to pathology.